Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation. Primary surgery occurred (B)(6) 2019, and first revision (previously reported) on (B)(6) 2020. Surgeon explanted 40/+9 standard humeral cup and 135/145 reversed adapter and then implanted a 40/+9 stability humeral cup, 135/145 reversed adapter, and +9mm humeral spacer.